Event description:
The complainant reports that the head drive that he ordered for bed will not allow the CPR function to work. Maintenance has adjusted cables allowing the switch to move fully forward with no CPR function.

Manufacturer narrative:
The accounts maintenance replaced the head drive to repair the bed.